Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor detected error alarm and then it turned off. Customer reported blank display. Insulin pump was exposed to moisture. Customer stated the display was not blank less than 30 seconds and or did not return. Display did not return after insulin pump was restarted. The contacts on the battery cap were neither missing nor damaged. Battery compartment or spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.